Manufacturer narrative:
The top housing was found to be punctured through the piezo area. The damage to the device effected the drive mechanism. Both the ratchet gear and tube nut were damaged causing the drive mechanism to not be able to rotate. The cause of the reported event could not effectively be determined. An 0x33 error code was found to be generated in the data indicating a communication error occurred while the device was waiting for an input from the pdm. The device was connected to a different pdm and communication between the pod and pdm was successful. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient bolused about 6 units and they also gave a manual injection of 6 units of insulin. The patient then applied a new pod.